Manufacturer narrative:
Investigation summary: bd received photos for investigation, and a total of 5 photos were visually evaluated, showing the customer¿s indicated failure mode. Additionally, 100 retained samples were visually inspected with no visible defects. Functional tests were performed on 10 retained samples, and all samples were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0, twenty-one (21) tubes underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using bd vacutainer® ppt¿ plasma preparation tubes k2e (edta) 9.0, twenty-one (21) tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.